Event description:
Information received from the article: albuquerque et al. Onyx embolization of carotid body paragangliomas: an adjunct to safe and effective surgical resection. J neurol surg b 2013; 74-a058. Medtronic (covidien) received information regarding a product and adverse event. Post onyx embolization, it was reported one patient had a complication of partial cranial nerve palsy. The article was to show to report that embolization of paragangliomas may be effective at reducing intraoperative blood loss and improve the ease of surgical resection. Data from 11 patients were retrospectively reviewed and in five cases, the tumors were completely devascularized. In five cases, more than 90% tumor devascularization was achieved. In the remaining two cases, tumor devascularization was more than 50%. There was one post procedure complication that was captured above. The article concludes that carotid body tumors can be catheterized effectively through a transfemoral approach. Onyx embolization of these lesions is safe, effective, and decreases blood loss during surgical resection, aiding in the safe operative resection of these tumors.

Manufacturer narrative:
The report was created to capture the complication. Information received from the article: albuquerque et al. Onyx embolization of carotid body paragangliomas: an adjunct to safe and effective surgical resection. J neurol surg b 2013; 74-a058. The lot history record review was not possible since the lot number was not reported. The device will not be returned as it was consumed in the event. (B)(4).